Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (infection/hypotension/renal failure): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
60 year old male with history of cad with prior mi, htn. On 10/13 underwent impella 5.5 placement via direct aortic and cabgx4/ avr. On 10/15 fever noted. On 10/18 episodes of vt. On 10/22 renal failure requiring crrt. On 11/3 infection noted pneumonia. On 11/6 escalated to va ECMO, transplant evaluation in progress. On 11/22 hypotension with ambulation. On (B)(6) care withdrawn and patient expired.